Event description:
The tech alleged that the hi/low would drift down overnight. No pt impact.

Manufacturer narrative:
The tech found the hi/low head down valve caused the head hi/low to drift. The tech replaced the head end hi/low down valve to resolve the issue.